Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) is unavailable for evaluation as it was reportedly buried with the patient. Device evaluation of monitor sn (B)(4) is underway. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 09/23/2015; belt: 07/31/2015.

Event description:
A u.s. Distributor contacted zoll to report that a patient passed away. The patient's daughter reported that a friend went to the patient's home around 9am on (B)(6) 2017 and found him unresponsive with the lifevest alarming. The patient's daughter indicated that CPR was performed and the patient was taken to the hospital. Review of the download data indicates that the lifevest detected asystole on (B)(6) 2017 at 08:04:40. At 08:56:57, the lifevest detected an arrhythmia during which one treatment shock was delivered. The patient's ECG showed asystole when the shock was delivered. Oversensing of low-amplitude cardiac signal contributed to the false detection. The electrode belt was disconnected at 9:02:05 and the patient passed away.